Manufacturer narrative:
The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) It has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time.

Event description:
It was reported that patient underwent a tkr revision on (B)(6) 2018. Patient was doing well, but fell and opened up his surgical incision. That was repaired without incident or explant on (B)(6) 2019. The patient returned with an apparent infection. An insert exchange and extension washout was performed. No delay reported, no backup device required.